Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had two ride-through resets. The device was interrogated, which cleared the reset and reprogramming was done. The device remains in use. No patient complications have been reported as a result of this event.